Event description:
It was reported that the customer's diabetes was out of control. The customer's exact blood glucose was unknown. The customer was hospitalized on (B)(6) 2015 due to hypoglycemia and an urine infection. The battery of the customer's insulin pump was out, and, upon reinsertion, the insulin pump alarmed battery out limit. Assisted the doctor with setting up the date and time to make sure the settings were still in the insulin pump. It was unknown how long the batteries had been out of the insulin pump. Assisted with the bolus wizard settings and bolus history of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.